Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that while the patient was in rehabilitation (for issues unrelated to the device/therapy), there were two occasions where the healthcare professional (hcp) placed a heart monitor too close to their ins and ¿it screwed up his equipment¿ so the device/therapy did not work at all (loss of therapy). The first occurrence occurred in rehab on (B)(6) 2017 and the second on in late (B)(6) or (B)(6) 2017. There were no further complications reported or anticipated.